Event description:
It was reported that mobile power unit bottom mpu-101031 returned to abbott on (B)(6) 2021 and it was found that the housing had a small crack, the handle was cracked at the side, the power connector lacked a v-lock, and the battery strap needed to be replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the mobile power unit (mpu) housing, mpu patient cable, and the battery strap was confirmed via evaluation of the returned mpu. The returned mpu (serial number: (B)(6) ) was evaluated at the european distribution center. Visual inspection of the returned mpu revealed a small crack in the bottom housing near the unit¿s ac inlet. Small dents were observed on the outer edges at the base of the bottom housing. A small crack was also observed on the mpu handle. The rubber casing on the patient cable connector was observed to be loose. It was also revealed that the red battery strap was unravelling. The mpu was functionally tested and found to operate as intended during testing without any issues or atypical alarms produced.. The observed damage to the unit did not affect the functionality of the unit during analysis. The damaged parts of the mpu were replaced and preventative maintenance was performed. The serviced and repaired unit was returned to the rental pool after passing all tests per procedure. The root cause of the reported events could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2014. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.